Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient reported experiencing elevated blood glucose of 400 mg/dl while on holiday due to an unknown issue related to the infusion device. She was hospitalized under supervision for about 5 hours and could not recall the type of treatment that she received.